Event description:
It was reported that during an aortic valve replacement procedure, electrocautery was used. Device interrogation post procedure revealed back-up mode. The device image revealed that the emi generated by the cautery was oversensed and resulted in inappropriate therapy and device reset. The physician elected to turn off hv function. The ICD was replaced and the lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.